Manufacturer narrative:
Concomitant medical products: product ID 37761 lot# serial# (B)(6)implanted: explanted: product type recharger analysis of the recharger, model 37761, s/n (B)(6)found bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The caller had a frayed desktop charger cord. Caller reported the recharger antenna was frayed/cracked and wires were showing. The issue began maybe a month or a couple months ago. Patient put electrical tape on the recharger antenna. Pt rep also reported the recharger screen wouldn't light up and was not charging. The issue began last week. Caller would call back with the desktop charger and recharger to troubleshoot. Pt rep called back with equipment for troubleshooting. Caller confirmed green light was on dtc, but the connector pin had broken off the cord. Pt rep also reported the pt had a damaged restore belt. Caller said the belt had worn out and there was duct tape on it. An email was sent to repair to replace the dtc and belt.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.